Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05585 and -06499).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2002 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes dated (B)(6) 2002 reports the presence of hypertrophic fibrosis around the hip joint with a thickened hip capsule, synovial fluid, loosening of acetabular component. The modular head and cup were removed and replaced. Review of invoice records indicates the cup was replaced with competitor product.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient's legal counsel reported patient was revised on august 7, 2002 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number / manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.